Manufacturer narrative:
(B)(4). Information was received from a health professional who is not required to complete form 3500a. The device was received for evaluation. Visual inspection concluded the top slot on the cut block is fractured away from the body of the instrument. The item exhibits extensive use overall, with wearing away of the ti-nitride coating in multiple areas and heavy wear inside the cut slots. Hardness was found to be within specification. The device history records were reviewed, and indicate the device was manufactured, inspected, and packaged to specifications. No other reports of any nature have been received for this part and lot number combination. The device was used for treatment. The item was manufactured in (B)(6) 2008, giving the instrument a potential field age of five years at the time of the event. The device has been used an unknown number of times during that timeframe. The package insert included with the device cautions the user to "inspect all instruments carefully prior to each use" and that "if damage or wear is noted that may compromise the function of the instrument, do not use the device and contact your representative for a replacement." It is likely that the device reached the end of its life due to normal wear and tear. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that the four-in-one cut guide saw capture area broke off during surgery.